Event description:
It was reported that during a percutaneous coronary intervention, deflation difficulties occurred. The 75% stenosed lesion was located in the moderately calcified and severely tortuous mid left anterior descending artery. The lesion length was 20mm and the vessel diameter was 2.5mm . The lesion was eccentric in shape and progressive. Vascular access was obtained at the femoral. The physician used the apex monorail 2.0mm x 20mm to predilate the lesion. The lesion was 60% stenosed immediately after predilation. When the physician attempted to deflate the apex, the balloon partially deflated. The physician removed the apex balloon in a partially deflated state without incident. The procedure was completed with an apex 2.5mm x 15mm balloon. No pt complications were noted and the pt's status was reported as "stable".

Manufacturer narrative:
(B)(4)